Manufacturer narrative:
Based on the claim against the product by the customer noting recoverable faults, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse went on site and found repeated error 32097 on universal surgical manipulator (usm) 4. Usm was replaced to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm is pending failure analysis investigation. The complaint regarding recoverable faults was confirmed based on [the field evaluation, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: a usm was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically using 4 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during the start of a da vinci-assisted hysterectomy benign surgical procedure, they had couple recoverable faults. Technical service engineer (tse) reviewed the logs and found several 32097 for arm 4. The customer is currently in the middle of the case and the system hasn't had any additional faults. The customer is going to continue the case without any troubleshooting. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was robotically completed with all 4 arms. No arms were disabled. The issue was not identified prior to port placement. There were no procedure delays. Isi followed up with the initial reporter and obtained the following additional information: the events were discovered during the procedure. Also, the question was asked if any of the arms were disabled, and I answered no. Just to clarify, from what I understand, arm #4 was momentarily disabled but the user was able to acknowledge the recoverable fault and proceed with using the arm.

Manufacturer narrative:
The universal surgical manipulator (usm) unit has been returned and evaluated by the failure analysis (fa) team. The usm was analyzed and the reported failure (repeated intermittent error 32097 on usm 4) was confirmed and replicated. The unit was tested on an in-house system and failed in normal mode as error 1126 was triggered. The unit was also tested on a testing platform and failed the fiber test on the rolling loop. The rolling loop fiber was swapped with a new and the error went away. The original rolling loop fiber was reconnected, and the error returned. The rolling loop assembly will be replaced as a fix. The complaint regarding recoverable faults was confirmed based on [the field evaluation, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.